Event description:
It was reported during the implant procedure that the helix of the lead would not extend or retract in the body or on the table. The lead was not implanted. No patient complications have been reported as a result of this event (B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed that the lead was stretched, the inner tubing was kinked/buckled and the helix/lobe was distorted/bent.